Event description:
Rptr with intact, still implanted silicone breast implants suffers from the following: hypotension, peripheral neuropathy, brain lesions, depression, anxiety, short term memory loss, ms, ibs, pain, hair loss, headaches, allergies, arthralgia, fibromyalgia, rashes, chronic insomnia, chronic fatigue syndrome, sicca and clumsiness.